Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation along with two more devices from the same part number. A visual inspection revealed they were returned together in one original packaging with the batch number 2103014 on the label. There were no implants or sutures returned for any of the devices. The actuator for two devices are in the pre-t1/post-t2 position. The third devices needle has been deformed and broken from the device. Bio debris is present on all the devices. A functional evaluation was performed on the returned device and found the two devices with intact needles cycled as intended. A function of the third device cannot be performed due to the destruction of the needle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Event description:
It was reported that during a meniscus repair, the t1 implant of three (3) fast fix was bending and couldn't be fixed at the meniscus. The procedure was completed using a smith and nephew back up device. It is unknown if there was a surgical delay and no further complications were reported.